Event description:
It was reported that during use with unspecified bd vacutainer lithium heparin pst blood collection tubes elevated sodium levels were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: from post market surveillance, customer reports elevated sodium levels while using bd vacutainer lithium heparin pst tubes for 3.0 ml.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with unspecified bd vacutainer lithium heparin pst blood collection tubes elevated sodium levels were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: from post market surveillance, customer reports elevated sodium levels while using bd vacutainer lithium heparin pst tubes for 3.0 ml.